Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer experienced a blood glucose (bg) level of 400mg/dl and moderate to large ketones treated with insulin. The customer changed their pump supplies the following morning and delivered a correction bolus to address the bg level. After the supply change, the customer's bg levels continued to rise reaching over 600mg/dl. The customer was hospitalized due to diabetic ketoacidosis and high bg levels. While in the hospital, the customer received insulin and fluids as treatment. During troubleshooting, no issues were observed with the supplies, the customer observed insulin exiting the infusion set tubing and the customer was able to successfully deliver a bolus while disconnected from the pump. Tandem technical support informed the customer that this meant that the pump was functioning as expected. The customer stated that their endocrinologist was sending them home with manual injections for insulin therapy as they believed that the customer's pump was broken. The customer was released from the hospital the following day. The customer reported that the pump and manual injections would be used for insulin therapy.